Event description:
Hub of an 6dct tracheostomy tube separated from the outer cannula. This was discovered during a routine inner cannula replacement. No pt harm was reported and the trach was replaced without incident.